Event description:
It was reported by repair work order that a patient allegedly fell which resulted in death later the same day. The account alleges that the bed exit did not function. The service technician could not duplicate this issue as the bed exit functioned to specification. The account claims that it will send the unit back to stryker for further investigation.

Manufacturer narrative:
Conclusion: account claims that device will be returned for further evaluation.